Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump fell. Subsequently, the pump shut off and became unresponsive. The pump was connected to a power source but the pump was still unable to be turned on. There was no impact to the customer's blood glucose level. It was indicated that the customer would use a backup pump until the replacement pump was received.